Event description:
It was reported that the patient presented during generator change out procedure. During procedure, it was visually noted that there was damage on the right ventricular lead. The reported lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.